Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: the original complaint could not be adequately investigated due to a blank display. The pump powered on and had audio and vibration, but the display remained blank. The pump case was removed and there was no damage found internally. A test display screen was used and was found to function properly; therefore, a failed display flex was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display was no longer readable and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.